Event description:
On (B)(6) 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter is giving an error 2 meter. This complaint is classified according to the documentation of the customer care advocate. The error 2 began on (B)(6) 2009 at 11am. Reportedly, prior to the onset of the error 2 message, the patient had symptoms of "sweaty, shaking, and nausea." The patient did not receive any treatment that would suggest the patient had an acute complication of diabetes. During troubleshooting, the customer care advocate verified that there was no product misuse, and the testing process was correct. The error 2 issue was not resolved with training. This complaint is being reported due to the error 2 message. There is no indication that the patient suffered a serious injury due to the product issue. The patient's symptoms preceded the onset of the product issue. Hence, there is no evidence that the patient suffered a serious injury due to the reported issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.